Event description:
It was reported that during an attempted implant, the right atrial (ra) lead was initially successfully placed, however, during testing, the ra lead became dislodged. The cardiologist attempted to rescrew the lead into the tissue, however the stylet was unable to reach the end of the lead. Further positioning was not possible. The ra lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed, and no anomalies were found. The stylet/guidewire was kin ked/buckled. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damageat implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.